Event description:
It was reported that during a da vinci-assisted transhiatal esophagectomy surgical procedure, the surgeon fired the sureform 60 stapler instrument with a blue reload. During the hiatal incision, the staple line ¿popped open and came completely undone.¿ as a result, the procedure was converted to an open surgical procedure. On (B)(6) 2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regarding the reported event: the csa was not present during the procedure. The csa stated that the surgeon had completed the robotic portion of the procedure at the time of the event. The site undocked the robot, and the surgeon had scrubbed in and made a hiatal incision to remove the specimen as part of the normal standard procedure. At that time, it was observed that one of the staple lines that had been formed with a blue sureform 60 reload ¿popped open and came completely undone.¿ the surgeon increased the hiatal incision size and manually sutured the opened-up staple line with no further issues. The csa confirmed the following: the surgeon had informed them that during the staple line fires, there were no clamping issues, no tissue bunching, no compression pauses, no system generated errors, and no buttress material used. The csa confirmed that the site will not be returning any of the instruments and accessories used during the procedure. However, procedure video was provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 60 stapler instrument or reloads associated with this complaint and, therefore, an evaluation of the physical devices cannot be performed. The system and instrument logs were reviewed and the following was observed: the sureform 60 stapler instrument (part# 480460-09, lot# l90200203-0193) fired 7 reloads (qty 2 white followed by qty 5 blue). All firings were completed per the logs. There was one incomplete clamp with a white reload. Each of the two white reload firings had one pause for compression. Each of the firings of blue reloads had no pauses for compression. Isi clinical engineering reviewed the procedure video and had the following observations: the quality of the video makes it impossible to fully visualize the quality of the staple lines, but the staple lines observed within the video appear to be normal. The stapler fires appear normal with some pauses for compression. At one point, it was noted that a laparoscopic grasper retracts tissue away and appears to directly grasp the staple line (in contrast to retracting by grabbing the tissue adjacent to the staple line). No immediate disruption of the staple line or bleeding was observed after this observed action. It was noted that this action of the grasper interacting directly with the implanted staples could disrupt the integrity of a staple line in some scenarios. There was a hole in tissue shown in the image that was about the length of a full 60mm reload. There appears to be bleeding from around the site of the hole. This complaint is being reported due to the following conclusion: during a da vinci-assisted transhiatal esophagectomy surgical procedure, the surgeon fired the sureform 60 stapler instrument with a blue reload. During the hiatal incision, the staple line ¿popped open and came completely undone¿ and medical intervention was administered to resolve the problem. A follow-up MDR will be submitted if additional information is received.